Event description:
It was reported that the customer had a low blood glucose event and had a hard time stabilizing her blood glucose levels. The most recent blood glucose reading was 97 mg/dl. The customer called for assistance with programming the insulin pump. She complained that she felt like her blood glucose was low so she treated with apple juice, but she declined troubleshooting for the matter. She also noted that she had not had anything to eat yet that day. The customer requested additional materials to be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.